Manufacturer narrative:
Evaluation: method: work order search. Results (other) - a work order search was performed on the injector lot number for similar complaints within the search and there were two other similar complaints found.

Event description:
The reporter stated that the surgeon was using a competitor's lens with a msi-tm injector, and the lens tore during loading of cartridge into the injector, no pt contact or injury.